Event description:
The customer stated that a false positive architect total bhcg result of 8900.66 miu/ml was generated for patient sample ID: (B)(6) on (B)(6) 2022. The result was given to the patient who went to another hospital where the b-hcg result was negative at 1.2 miu/ml. The patient was tested again on (B)(6) 2022 and the architect total bhcg result was negative at 1.2 miu/ml. The previous sample was then taken from the refrigerator and retested generating a negative result of 1.2 miu/ml. Troubleshooting identified that a patient sample with a high b-hcg value (15000 miu/ml) had been tested prior to the sample in question. Carryover contamination from the sample probe is suspected. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, reviewed instrument logs, and determined the sample probe, wash zone probe and load/unload diverter the likely causes of the issue. The parts were found to have many crystals on their surfaces. Sample integrity could not be ruled out as the service representative indicated the sample was not centrifuged at the recommended speed and time. The fsr cleaned the parts, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.